Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified the airflow and vacuum at drains, which were within specifications. The cse replaced and aligned the aliquot probe, sample 1 probe and integrated multi-sensor technology probe. The cse ran quick check and quality controls which were acceptable. During a follow-up visit, the cse installed a new air regulator assembly and adjusted the air supplies as they were noisy and drifting. The cse ran quick check, which passed. A siemens headquarters support center specialist reviewed the instrument data. The instrument data showed process errors such as aliquot probe sample aspiration, short sample, insufficient sample in tube and clog detect errors during the time of event occurrence. The customer has been repeating all patient results less than 20 mg/dl to verify the results. The cause of the discordant, falsely low cre2 results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low creatinine (cre2) results were obtained on one patient sample upon initial and repeat testing on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was then run from the primary tube and the result obtained was higher. The sample was also repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low cre2 results.

Manufacturer narrative:
The initial MDR 2517506-2017-00291 was filed on march 22, 2017. Additional information (04/03/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and stated that there was no reagent or method issue. Quality controls were within acceptable range. There was no indication of reagent delivery issues based on the result monitors. The hsc specialist recommended the customer to ensure that they spin patient samples prior to processing them and not use conical bottom tubes for testing. The ccc specialist ensured that the customer follows these recommendations. The cause of the discordant, falsely low cre2 results on one patient sample is unknown.